Event description:
It was reported the patient had a bha sometime ago and he fractured the greater trochanter since he fell. On x-rays the surgeon found the stem sinking. During the revision surgery, the surgeon found that the centrax ring was disassembled so he replaced the stem and bipolar then fixed with cable.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.